Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode with no bdfo due to a hardware reset. No changes were reported. The patient status was unknown.